Event description:
Procedure performed: na. Event description: complaint 1 of 4: #2024-001106 model ca500, lot: 1495846, 1ea, complaint 2 of 4: #2024-001107 model ca500, lot: 1495846, 1ea, complaint 3 of 4: #2024-001050 model ca500, lot: 1495846, 1ea, complaint 4 of 4: #2024-001051 model ca500, lot: 1495846, 1ea. Hospital: [user facility] (demo). "This tuesday on (B)(6) 2024, I was presenting our clip appliers to a general surgeon dr. [Name] at [user facility]. Both non-sterile demo units I had malfunctioned. After the first several clips were fired without issue, the surgeon made a comment that the clip didn't load and indeed after pulling the handle all the way back no clip was in the jaws. After several clips properly fired later, the black handle got stuck halfway and wouldn't release and had to be forced to continue to pull back. [] the same scenario played out again where most of the clips worked fine, then no clip loaded, several more worked fine, then handle got stuck. Information from acknowledgement email: following a demo with device malfunctions of from the same lot (see complaints#: (B)(4), the rep tested the other two ca500 devices from the same lot in her stock. During her testing she experienced the same malfunctioning from the demo. The product is available for return. Additional information received from [name] via email on 3may2024: "the 2 ca500/1495846 (that weren't shown to dr. [Name]), have now been out of the protective packaging for a few weeks. On one of them, the black piece of plastic behind the metal jaws wasn't flush so it doesn't push the clip out properly. However, I couldn't say if that is due to being loose in the car at this point or if it came that way. I was mainly offering to send these 2 clip appliers back since they came from the same lot as the one, I opened for dr. [Name] fresh out of the packaging and there were clip loading and black handle issues." Intervention: na. Patient status: na.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of no clip loaded could not be replicated or confirmed as functional testing and visual inspection yielded no relevant nonconformance's. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level. Correction: h4. Corrected date.

Event description:
Procedure performed: na. Event description: complaint 1 of 4: # (B)(4), model ca500, lot 1495846, 1ea. Complaint 2 of 4: # (B)(4), model ca500, lot 1495846, 1ea. Complaint 3 of 4: # (B)(4), model ca500, lot 1495846, 1ea. Complaint 4 of 4: # (B)(4), model ca500, lot 1495846, 1ea. Event date is unknown. Hospital: [user facility] (demo). "This tuesday 4/16/24 I was presenting our clip appliers to a general surgeon dr. [Name] at [user facility]. [] both non-sterile demo units I had malfunctioned. After the first several clips were fired without issue, the surgeon made a comment that the clip didn't load and indeed after pulling the handle all the way back no clip was in the jaws. After several clips properly fired later, the black handle got stuck halfway and wouldn't release and had to be forced to continue to pull back. [] the same scenario played out again where most of the clips worked fine, then no clip loaded, several more worked fine, then handle got stuck. Information from acknowledgement email: following a demo with device malfunctions of from the same lot (see complaints # (B)(4) ), the rep tested the other two ca500 devices from the same lot in her stock. During her testing she experienced the same malfunctioning from the demo. The product is available for return. Additional information received from [name] via email on 3may2024: "the 2 ca500/1495846 (that weren't shown to dr. [Name]), have now been [] out of the protective packaging for a few weeks. On one of them, the black piece of plastic behind the metal jaws wasn't flush so it doesn't push the clip out properly. However, I couldn't say if that is due to being loose in the car at this point or if it came that way. I was mainly offering to send these 2 clip appliers back since they came from the same lot as the one I opened for dr. [Name] fresh out of the packaging and there were clip loading and black handle issues."

Manufacturer narrative:
The event device has returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.